Event description:
It was reported by a nurse that high impedance was received at a follow-up appointment. The patient was implanted with a new generator the day prior to the report of high impedance. At the moment the patient is set up for a follow-up appointment to confirm the high lead impedance again.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received through a company representative indicating there was no apparent manipulation/trauma that contributed to the reported high impedance. Diagnostics post-op indicated high impedance was present after replacement surgery. The patient's device has been programmed off. The explanted generator will not be available for analysis and no x-rays were taken. At the moment revision surgery is likely but has not been confirmed.